Event description:
It was reported that the right atrial (ra) lead exhibited fracture, high thresholds, high impedance, and oversensing. Noise was also noted on the ra lead. Reprogramming occurred. The ra lead was capped and replaced during a routine changeout procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.